Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended bringing the patient in for a vector breakdown. This crt-d remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this crt-d was interrogated and reprogrammed. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended bringing the patient in for a vector breakdown. This crt-d remains in service and no adverse patient effects were reported.